Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing of atrial fibrillation. This resulted in the minute ventilation (mv) feature being automatically disabled. Technical services provided the healthcare professional with programming options. Further information was received that this device was explanted. No additional adverse patient effects were reported. This pacemaker has been received for analysis.

Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing of atrial fibrillation. This resulted in the minute ventilation (mv) feature being automatically disabled. Technical services provided the healthcare professional with programming options. Further information was received that this device was explanted. No additional adverse patient effects were reported. This pacemaker has been received for analysis.

Manufacturer narrative:
Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed and it was confirmed that the device did meet longevity expectations. Device memory was reviewed and no error codes were noted. It was also noted that device sense count in the atrial chamber was found to be high. The evidence of chronic sensing of high atrial rates correlated with increased power consumption. Additionally, with the available information, boston scientific concludes that a feature of this device, the signal artifact monitor (sam), appears to have identified atrial fibrillation as mv noise and, as such, the mv sensor was disabled.

Manufacturer narrative:
Correction - this report is report is being submitted to amend the previous reporting decision. It was confirmed this device was explanted due to normal battery depletion (nbd), therefore, does not meet criteria for serious injury report. Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed and it was confirmed that the device did meet longevity expectations. Device memory was reviewed and no error codes were noted. It was also noted that device sense count in the atrial chamber was found to be high. The evidence of chronic sensing of high atrial rates correlated with increased power consumption. Additionally, with the available information, boston scientific concludes that a feature of this device, the signal artifact monitor (sam), appears to have identified atrial fibrillation as mv noise and, as such, the mv sensor was disabled.

Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing of atrial fibrillation. This resulted in the minute ventilation (mv) feature being automatically disabled. Technical services provided the healthcare professional with programming options. Further information was received that this device was explanted. No additional adverse patient effects were reported. This pacemaker has been received for analysis. Further information confirmed this device was explanted due to normal battery depletion (nbd). There was no evidence that the device explantation was related to the initial reported allegations.